Event description:
It was reported that one of the surface EKG leads that the doctor uses to determine good placement was positioned improperly on the chest. At first good lateral position was established but the signals were poor due to the improper surface lead placement. The second branch (posterio-lateral) was then attempted and the vessel was too torturous to gain a good purchase for the lead. The lead was not implanted. The physician will reattempt placement in the lateral position at a future time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned. Analysis was performed and not anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).